Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description and the initial service report. It is unclear if any part was replaced to resolve the issue. No further information has been provided.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that water had entered into the air gas module. There was no patient harm. Manufacturer's ref #: (B)(4).